Manufacturer narrative:
Additional manufacturer narrative: although there have been attempts to receive further information regarding the event, no additional details were provided and the device was not returned to edwards for analysis as it remains implanted in the patient. At this time, edwards lifesciences is unable to determine the root cause for this event with the available information. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 23mm surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of six (6) years, two (2) months. The reason for re-operation is unknown. A transcatheter valve was implanted and no additional details were provided.